Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. Prior to connecting the option-lok male adapter to the clave port of the extension set, a curos cap was used with no dry time. The option-lok male adapter of the plumset was connected to the clave port of an extension set, and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter of the plumset from the extension set. At this time, the distal tip of the male adapter broke off. No additional details were provided. The customer contact reported a delay of therapy due to the additional time it took to disconnect the plumset from the extension set; however, there were no reported adverse pt effects. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.